Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is non-union of the implant in the si joint possibly related to the patient's poor health.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had continued pain complaints after the initial procedure. The surgeon determined non-union of the inferior positioned implant possibly related to the patient's poor health (smoker). The surgeon did not indicate that any of the preexisting implants were malpositioned. In (B)(6) 2020, the surgeon performed a revision procedure where the inferior positioned implant was removed using chisels. The explant void was filled with bone graft. The status of the patient following the revision procedure is not known.